Event description:
(B)(4)- arthralgia. (B)(4)- calcium deposits. (B)(4)- feeling of warmth. (B)(4)- swelling of knees. A (B)(6) year old male reported symptoms of pseudo gout 6 months after first injection with synvisc one. The knee aspiration was done during the visit for the second injection of synvisc one. The aspirate was negative for culture/growth but positive for calcium phosphate deposit. The patient had swelling and warmth of the knee joint. Diagnosis for use: arthritis. Ref report: mw5163704.